Event description:
It was reported that during a procedure for a tibia fracture, the locking screw would not align properly with the aiming arm and the tibial nail. The surgeon had to free hand the locking screws to complete the procedure successfully. This is report 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the device was received with visible signs of wear. The product contains significant cosmetic damage in the hex area and also around the shaft of the bolt. The returned device passed all three of the hard gage checks normally performed during manufacturing and in final inspection (external threads, internal threads, and internal hex). Functional evaluation revealed a 4.582 mm gage pin freely passes through the hole in the complaint part. The complaint part shank measures 8.005 mm with micrometer which is within print tolerance. Based on the condition of the returned device and manufacturing evaluation, the complaint is deemed indeterminate from a manufacturing position. Product development event evaluation revealed that tolerance analysis of the tibia nail system indicates that when parts are within design tolerance the system will target properly within 3-sigma standards. Functional evaluation revealed that system was shown to target distally through all targeted holes. The returned devices showed signs of wear but not abuse. Aiming arm may be damaged without visible indications. Part has functioned adequately through multiple previous uses. Therefore, part was designed and manufactured to adequate performance specifications and has since become altered in the field. Incidence of the hazard is within documented acceptable limits.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)